Manufacturer narrative:
On 1-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco ge 8f ultrasound catheter . It was reported that there were 3 soundstar catheters that had foreign material on the handles. The foreign material was noticed upon opening the sterile package before the item(s) were placed on the sterile field. Pictures of the foreign material was attached. Foreign material was white or gray in color, possibly shavings of plastic, texture of hair. On the handle, and portions of the shafts of all the 3 catheters. Device was not used on the patient. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the device. White fibbers can be observed in the picture provided by the customer however, the device was returned without foreign material. The issue reported by the customer was not confirmed however an escalation investigation was initiated to address the root cause of the white fibers issue. A device history record evaluation was performed for the finished device g9259844 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-nov-2022, the photo investigation was completed. Device investigation details: according to pictures provided by the customer, foreign material was observed on the handle of the soundstar eco ge 8f catheter, no other damages or anomalies were observed. Device history record evaluation was performed for the finished device number g9259844, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco ge 8f ultrasound catheter . It was reported that there were 3 soundstar catheters that had foreign material on the handles. The foreign material was noticed upon opening the sterile package before the item(s) were placed on the sterile field. Pictures of the foreign material was attached. Foreign material was white or gray in color, possibly shavings of plastic, texture of hair. On the handle, and portions of the shafts of all the 3 catheters. Device was not used on the patient. No patient consequences were reported. Biosense webster manufacturer's reference number (B)(4) has 3 reports. Foreign material inside of packaging is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the bwi product analysis lab also received photography of the complaint device as well, which has at this time yet to be analyzed. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).